Event description:
New information notes that the atrial lead exhibited an insulation anomaly while being turned off. The lead was subsequently capped and replaced on (B)(6) 2014.

Event description:
The asymptomatic, non-pacemaker dependent patient presented for a routine follow-up. A 275 ohm drop in atrial lead impedance was noted since 2008. In the same month, atrial lead impedance was 385 ohms, capture was 0.75 v at 0.5 ms, and p-waves were 3 mv. In 2009, impedance was 110 ohms, capture was 1.25 v at 0.5 ms, and p-waves were 1.1 mv. The patient had 66 automatic mode switch episodes since the last check, and noise was noted on the atrial channel.

Manufacturer narrative:
No medwatch form was received.